Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products; associated MDR #1225714-2014-03875, 1225714-2014-03876 and 2937457-2014-00927.